Event description:
Related manufacturer reference number: 2017865-2024-72189. It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. No intervention was performed. There were no patient symptoms.

Manufacturer narrative:
Further information was requested but not received yet.